Event description:
The customer contact reported a leak of a chemotherapeutic agent. The option-lok male adapter of a primary tubing set was connected to the female adapter of the extension tubing set and was being used to deliver an unspecified concentration of taxol, at an unspecified rate, via a plum pump. After an unspecified amount of time, the customer contact reported that an unspecified volume of the solution leaked from the arm of the distal clave y-site of the extension tubing set on to the floor. The extension tubing set was replaced and the therapy was resumed. The solution that leaked was cleaned up according to the user facility¿s protocol. There was no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The lot number of the device that was in use is unk. A representative device from possible lot number 121394w is expected to be returned for investigation. It has not yet been received. This represents all the info known by the reporter upon query by hospira personnel.